Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla plunger broke. The following information was provided by the initial reporter: the syringe's plunger broke at the time of applying the injection, and the customer has lost the medicine. The medication is deposteron.

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla plunger broke. The following information was provided by the initial reporter: the syringe's plunger broke at the time of applying the injection, and the customer has lost the medicine. The medication is deposteron.

Manufacturer narrative:
H.6. Investigation: photo of reported incident was received to analysis and it was possible to observe the plunger activated. It was performed the DHR, quality notifications and maintenance records where no records potentially related to failure was found. For the reported incident, a possible cause is entanglement in the syringe assembly process that could lead to a weakening of the safety plunger. Another possible cause is a weakening of the plunger in the molding process, generating a breaking force below the intended. Validated tests are performed for the activation force of the plunger during the release of the batches produced as a means of control.